Event description:
Pt brought to operating room for laparoscopic left nephrectomy. An endopath ets flex 45 articulating endoscopic linear cutter was used during the procedure. The device successfully fired twice. On the third attempt, the device would not fire. A new "like" device was then utilized to finish the procedure.